Event description:
During an angiogram, the tip of the sheath broke off during use on the patient. When the sheath was aspirated, the tip of the sheath was found in the aspirator fluid. The case proceeded by continuing to pass the wire through the sheath as per normal. No adverse event to patient, no delay in surgery.